Event description:
It was reported that during engineering evaluation, the temperature exceeded manufacture¿s specification on the motor device. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: in addition to the initial assignable root cause related to the reported condition, reliability engineering also determined that the bearings were worn on the device. The failure of the bearings would have caused the heat. The assignable root cause was determined to be due to worn bearings which is from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.